Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on a lead via diagnostic imaging during routine generator changeout. Lead was tested and no electrical or visual anomalies were detected. Lead was capped and replaced. Procedure ended without complications to the patient.